Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the patients ipg replacement procedure was due to the charging issues. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.